Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the battery is exhausted. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the battery is exhausted. There was no patient involvement. The field service engineer (fse) found the battery was depleted. The device needs a battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced. The device passed testing and was put back into service.